Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to heart block. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the permanent pacemaker was implanted due to complete heart block (chb). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: tavi registry no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to aware date. On (B)(6) 2018 it was identified that the tavi registry number had been added to the complaint file and not submitted via regulatory report. The aware date was updated to correct what was documented in the previous report. If information is provided in the future, a supplemental report will be issued.